Event description:
It was reported following an admission through the emergency room for an acute myocardial infarction (mi), an left anterior descending (lad) artery angioplasty was performed. Pre-deployment groin shots were performed. An angio-seal vip was deployed with good hemostasis. The pt was transferred to the coronary care unit (ccu) where the pt developed a hematoma at the puncture site. Manual compression and a femostop were applied. The hematoma continued to grow and manual compression was continued for 45 minutes by the physician. An ultrasound of the right groin revealed a pseudoaneurysm at the site of the angio-seal. The pt required prolonged manual compression and blood transfusions as the blood pressure dropped. The patient was stabilized and was recovering in the ccu. The physician was in the process of vip training. The patient was taking anti-coagulants as prescribed.

Manufacturer narrative:
No product was returned for evaluation as it remains in the pt. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.